Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia also vascular angiopathy on (B)(6) 2019 at night. The customer blood glucose level was 435mg/dl at the time of incident. The customer was treated with lot of medical test like drip and given at the back of the arm. The device will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
Contacted customer to determine if auto mode was active.